Manufacturer narrative:
This is a supplemental report to provide additional information. It was reported the following additional information from the user. Patient identifier: (B)(6), patient sex: male, age at time of the event: 70 years, patient weight: 80 kg, lot number of the subject device: 93k, procedure name: ultrasound guided transbronchial lung biopsy with guide sheath, on (B)(6) 2019, the user performed bronchoscopy again to retrieve the radiopaque tip but he could not retrieve it. The user started to treat the patient's primary disease as the tip remained in the patient.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The radiopaque tip of the subject device fell inside the left lower lobe of the patient. The user tried to remove the tip but could not remove it. It was reported that the tip remained in the patient. No further information was provided. This is the report regarding falling of the radiopaque tip.

Manufacturer narrative:
This is a supplemental report to provide additional information. It was reported additional information that the patient would receive a radiation therapy. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number of the subject device was unknown, the shipping record of the subject device were confirmed. It was estimated that the lot number were 92k, 93k or 94k from the delivery date. The manufacturing records of the lot number as described above were reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The user repeatedly operated the guiding device while the distal end of the guiding device was bent. The joint of the guiding device was caught in the radiopaque tip of the guide sheath. The user pushed and pulled the guiding device or pulled the subject device. The radiopaque tip moved and eventually detached from the guide sheath and fell inside the left lower lobe. The above device handling has warned in the instruction manual as follows. *do not withdraw the guiding device from the endoscope while the distal end of the guiding device is bent. Doing so could damage the endoscope and/or instrument. *if excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the instrument and/or endoscope.